Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient ((B)(6)) underwent surgical intervention (reference MFR report:1627487-2017-06036) wherein the physician explanted the adapter and connected the competitor lead directly into the ipg (off label use). Patient continues to have high impedances on their leads (competitor) post op. Surgical intervention could be pending to address this issue.